Event description:
It was reported that the system was explanted due to pocket infection. The physician elected to wait until the patient wound healed before implanting new device. The patient was discharged and was still in recovering stage. No further information is available at this time.